Event description:
It was reported that the user experienced a low blood glucose while using the ilet, with a nadir of 74 mg/dl overnight, and the user reported a history of nighttime lows; at the time of the call the glucose was 84 mg/dl and trending upward after treatment with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included recovery with self-treatment and continued monitoring without hospitalization. Investigation included troubleshooting and education provided by support. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.